Manufacturer narrative:
Eval: each zenith product is shipped with an "instructions for use" (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that migration occurred due to anatomical changes over time.

Event description:
A male pt underwent aaa repair in 2006. One main body graft, one iliac leg graft, and one contralateral leg of another MFR were placed. Then, in 2007, the pt underwent add'l repair due to proximal end migration of one of the devices which caused a type I endoleak. The pt was converted to open repair in 2008. No add'l info is available at this time.